Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-06584. Reference MFR report: 1627487-2013-06585. The patient was implanted with two leads from the same lot number. It was reported, the patient's scs system was removed. The reason for the explant is undetermined at this time. No further information is available at this time.